Event description:
Autoclave 3 made a loud hissing then a large bang noise. Then the front panel of the autoclave banged open. A lot of steam was released. The autoclave was on but not in use. We immediately turned off the autoclave, and cleaned up the water from the floor, then we called biotronic. We were told that it was the steam generator. FDA safety report ID #(B)(4).